Event description:
During a procedure, the cautery spatula separated from the cautery instrument. The spatula was retrieved and the case was completed. No patient harm or patient injury was reported. The patient was released without further incident.